Event description:
It was reported that the camera head image fades in and out when the cable is moved, it is possibly a wiring issue. No patient injury was reported.

Manufacturer narrative:
An evaluation was performed by smith & nephew and could confirm the customer complaint for the image fades in and out. A visual inspection was performed and showed the connecting end of the camera head to the control unit shows water spots indicating a leak path. This is caused by the cap not be tightened down properly during the cleaning process. No manufacturing related defects were observed.